Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication (concentration and dose unknown) for non-malignant pain via an implantable pump. It was reported that for over a year the patients personal therapy manager (ptm) tends to be harder to find his pump to receive a bolus the longer after his pump would be updated for a refill. The patient stated they thought the issue had been getting worse and sometimes it can take 3 to 5 minutes to receive a bolus. An email was sent to repair for the communicator. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.